Manufacturer narrative:
The device was not returned for evaluation as it was not available. Therefore, a no product return engineering evaluation was performed. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints of balloon burst and withdraw difficulty were confirm ed by the imagery provided. As the device was not returned, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Therefore, the presence of a manufacturin g non-conformance was unable to be determined. However, review of the DHR d ID not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. An existing edwards technical summary has been documented for root cause analysis on balloon bursts in a calcified landing zone. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified landing zone. The complaint description states, ''balloon ruptured upon full expansion during deployment due to heavy annular calcium.'' The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Furthermore, as the balloon was burst, the altered balloon profile can be more susceptible to catch on the distal end of sheath tip which would have then led to the experienced retrieval difficulty. In addition, the technical summary outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the complaint. The technical summary also outlines the instructions for valve deployment. It should be noted that these mitigations are still in place. Review of available information suggests that patient factors (calcification) contributed to the balloon burst while procedural factors (withdrawal of burst balloon) contributed to the withdrawal difficulty. Since no edwards defect was identified,no corrective or preventative action is required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted. Device not available.

Event description:
Edwards received notification from a field clinical specialist that during a transfemoral tavr, the 23mm commander delivery system balloon ruptured. As reported, the thv balloon ruptured upon full expansion during deployment due to heavy annular calcium. The 23mm s3ur was fully expanded before the thv balloon ruptured. The valve was successfully implanted in the intended position. Withdrawal of the thv balloon was done under imaging of the thv balloon into the sheath. During withdrawal of the delivery system, the 14fr esheath+ was torn along the seam. The sheath introducer was inserted before sheath removal. Angio taken after removal of sheath showed access vessel right external iliac artery (reia) intact without dissection. There was some drag experienced described by the implanter as the thv balloon passed through the sheath, absent of any hanging or catching through the process of removal of the thv balloon. There was a narrowing of access vessel (reia) segment that was treated with an 8mm mustang balloon with one inflation from the contralateral side. There was no dissection present nor perforation.